Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report damage to the reservoir compartment. The customer stated the damage was at the reservoir tube lip and the reservoir could easily come out. The customer's most current blood glucose reading was 121 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube) and stained end cap sticker.